Event description:
It was reported that, pt is unable to raise his leg, and reports pain around the groin area. Pt is following up with his surgeon and will have MRI and blood work for further evaluation. It was further reported by the sales rep that the pt was having pain in their right hip and pt was revised on.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock met specifications. The complaint history review indicated that there have been similar events for the reported family. The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.